Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the during preparation of a 3.75x20mm nc trek balloon dilatation catheter (bdc), the protective sheath could not be removed from the bdc. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.